Event description:
It was reported that when the ventilator was set up on a patient, it delivered no flow, was making a clicking noise, and had an audible alarm. The patient was removed from the ventilator, manually ventilated and placed on another ventilator. No patient harm reported.